Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed using a sub-monitor. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was not displaying images. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse determined the displayport to 2x dl dvi converter was faulty which prevented image output. The cause of the displayport to 2x dl dvi converter failure could not be conclusively determined by the supplier's part analysis, however, the replacement of the displayport to 2x dl dvi converter by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s flexvision monitor was not displaying images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and determined the display port to 2x dl dvi converter was faulty, preventing image output, and needed to be replaced. After replacing the displayport to 2x dl-dvi converter, the device was returned to expected functionality.